Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific on january 13, 2020 that a lighttrail reusable laser fiber was used in the upper kidney during a rirs stone removal procedure on (B)(6) 2020. According to the complainant, during the procedure, the fiber connector was noted to be very hot when the fiber was changed. Reportedly, there was no injury to the operator. The procedure was completed with a different laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Reportedly, there was no action taken to the patient.